Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tct10 and tcr10 were used and the instrument locked out. Another instrument was used to complete the case. There was no consequence to the pt.